Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer also reported that the insulin pump has a bent sensor. Customer's blood glucose reading was 71 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed for high readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.